Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j11140r20, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
A pump fill issue was reported. The patient came to the physician¿s office for a refill on (B)(6) 2014. Approximately twenty minutes after the refill, when waiting in an adjacent office, the patient became nonresponsive and turned blue. Overdose symptoms were noted and the patient reportedly stopped breathing. The patient was given intranasal naloxone. They had a sluggish response to the naloxone, so the physician performed mouth-to-mouth resuscitation on the patient while emergency medical services were summoned. The patient¿s pump was set to minimum rate during this time. The patient was breathing at four respirations per minute on their own in the ambulance, and they were subsequently discharged three hours later from the hospital, where they returned to the doctor¿s office for a dose adjustment on their intrathecal pump. During the refill procedure there was no dose change. No bolus was programmed. The physician refilled under ultrasound guidance and reported all drug was in the pump reservoir. They observed no coloration or flutter in the pump reservoir, which they reported was indicative of a slow fill rate consistent with the manufacturer¿s guidance. The patient¿s status was alive with no injury. The medications infused were sufentanil and clonidine. On (B)(6) 2014 information was received from a representative indicating that the cause of the symptoms was reported to be intrathecal opioid overdose by the physician. No further interventions were taken. The cause and issue was unresolved at the time of the report. The patient was doing well on a lower pump dose. They had been a steady state patient prior to the incident.

Manufacturer narrative:
Analysis of the pump revealed slight damage to the septum material, which was determined to be non-significant. As received, the pump reservoir had 11ml of fluid. The pump was running in simple continuous mode. A motor stall and motor stall recovery were seen in the logs the same day as explant. The top shield had some needle skids and the refill septum showed some slight damage. The septum did not leak during analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, at a refill on (B)(6) 2014, the expected reservoir volume (erv) was 6.9ml and 6.9ml as aspirated. At a refill on (B)(6) 2014, the erv was 7ml and 7.5ml was aspirated.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that it was determined by the healthcare provider (hcp) that his temporary change in ultrasound technique caused overinfusion in the patient.

Event description:
It was later reported that, as of (B)(6) 2014, the patient doing well and was recieving effective therapy. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the pump was replaced due to the overdose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).